Event description:
The hcp reported that the pt had missed a refill appointment in 2007, so his pump ran out. The pt had not heard an alarm; the hcp verified that no alarms had gone off when the pt was in the clinic on the following month. However, the alarm did sound when they tested it. The hcp reported that the pt had no symptom at the clinic visit except that he was a 'little tight'. His pump was refilled and sent home. The pump was used to deliver compounded baclofen 2500 mcg/ml at 649 mcg/day. On the next day, the pt was admitted to the intensive care unit with a diagnosis of overdose. He was treated with physostigmine, and had a full recovery. The hcp recommended decreasing the daily dose to 50 mcg/day.

Manufacturer narrative:
.